Manufacturer narrative:
Batch review performed on 22-mar-2020: lot 147269a: (B)(4) items manufactured and released on 28-apr-2015. Expiration date: 31.03.2020. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting instability 1 year and 4 months after the primary. The 14 mm inlay has been revised with 20 mm insert.